Event description:
Pt was admitted to the hosp for treatment of pleural effusion on 8/7/95. The effusion resolved and pt was discharged on 8/13/95, following a round of antibiotics and placement of chest tubes for drainage. A CT scan was done on 8/9/95 and the radiologist noticed a portion of the tubing from a venous access device had separated and moved into the right atrium. This was not reported to the attending physician's at that time. On a post-hospitalization checkup, a physician noted the tubing in the right atrium on a cxr. The pt was referred to another facility for removal of the device.